Event description:
It was reported that, "as cement was opened for a total joint replacement, the liquid monomer peel-pack was not present around glass vial of the liquid monomer. The powder polymer was correctly packaged with an outer pack and the inner pouch appeared to be properly sealed. Both boxes came from a central storage facility maintained by (B)(4). This facility warehouses items like bone cement and ships our products to each facility maintained by (B)(4). This facility warehouses items like bone cement and ships our products to each facility as needed. According to (B)(4) cement arrives in its full 10 pack sealed."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #9610726-2010-00232.